Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic incisional hernia repair. According to the reporter: in an article titled "central failure of lightweight monofilament polyester mesh causing hernia recurrence: a cautionary note" by petro, c.c. Et al, that appeared in hernia, doi 10.1007/s10029-014-1237-5, published online 23 march 2014, the authors report that from a study of 36 patients undergoing incisional hernia repair with parietex tcm, there were 8 recurrences which required reoperation. This complaint is for one of those recurrences.